Event description:
The customer reported a leak from a coulter lh 780 hematology analyzer, which was not contained within the instrument. The customer stated the instrument was generating 'aspiration' and 'probe obstructed' errors when the leak was found. The instrument operator was wearing gloves, glasses, and a lab coat at the time of the leak. There were no reports of biohazard exposure to the leak. Erroneous results were not generated and there was no impact to patient treatment in connection with this event. The customer troubleshooted the instrument and found two leaks: one at the probe wipe rinse cup and one at the blood sampling valve (bsv). The customer found the probe wipe rinse cup had become disconnected from the actuator rod and reattached the rinse cup to resolve one leak. The customer determined the second leak was caused by the bsv knob and tightened the knob. The instrument was run without leaks or errors.

Manufacturer narrative:
The customer was able to resolve the leak. A beckman coulter (bec) field service engineer (fse) was not dispatched in connection with this event. (B)(4).